Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen (2000 at 96 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that the patient was scheduled for a replacement of the pump and potentially the catheter. The managing physician was suspecting an issue with the pump reporting fluid at the pocket site during a refill on an unknown date. The patient¿s mother reported that the patient was sent to radiology and was told the pump was not working. Upon opening the pocket, they were successfully able to aspirate the catheter; however, when attempting to disconnect the catheter from the pump, the catheter would not disconnect. The physician ended up removing the pump segment at the connection and inserting a new pump segment. Free flowing csf (cerebrospinal fluid) was observed before reconnecting the catheter to the new pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the physician suspected the pump not working because of fluid around pump and confirmation of pump not working with radiology. The pump was also empty upon interrogation pre-operatively. No further complications were reported.